Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, there were bluetooth connection issues between the g5 transmitter and the g5 application. No additional event or patient information is available.